Manufacturer narrative:
Software reinstalled; system functionality restored. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to boot resolved by reinstalling software on a azurion 7 b20. The clinical use of the system was unknown. There was no reported patient or user harm.